Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: 17f018, 18b006, 17k026, 17g054. A batch review was conducted for the four reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 7 malfunction events. It was reported that the bladders of seven large volume infusors ruptured. Of the 7 events, 2 occurred during an unspecified process step, and 5 involved a patient with no patient consequences. No additional information is available.